Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the name of the procedure? Hand trauma what tissue was the suture used on? Unk what was the condition of the tissue during initial procedure? Unk how was suture placed (continuous or interrupted)? Unk can you identify the product code of the suture with lot lk4bp? What were the patient symptoms? Skin became redness and swelling were any cultures taken of the wound and results? Unk what are the patient age, gender, weight, prior medical history? (B)(6), female what is the surgeon¿s opinion as to the contributing factor to the patient event? Maybe related to suture what is the patient current condition? Stable.

Event description:
It was reported that the patient underwent hand trauma procedure on unknown date and suture was used. The patient experienced skin redness and swelling approximately 3 days post procedure. An additional procedure was performed to remove the suture and drain the purulent fluid. The patient condition is reported as stable. Additional information has been requested.